Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump pushed out all the insulin from the reservoir. Customer stated that when they press act there is no insulin drops, and the motor does not slow down. The insulin pump also does not show how much insulin was used. Customer was unable to exit the rewind loop. Customer's blood glucose reading at the time of the call was 7.5 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners. The device also alarmed during basic occlusion test due to loose/protruded drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.